Event description:
The customer reported approximately 10 mls of blue colored fluid leaked from the probe of the coulter hmx hematology analyzer with autoloader during shutdown. The customer then restarted the instrument and a leak was observed less than 20 mls of clear fluid onto the countertop. The leak was not contained within the instrument. The customer stated that the instrument was generating 'vacuum' errors and 'bath overflow' errors when the leak was noticed. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, personal eye protection and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the instrument was leaking and generating 'vacuum' errors. The fse also observed the tubing through solenoid (sol17) had disconnected from the fitting causing a leak at the probe. The fse reattached the tubing and the instrument performed without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).